Event description:
There is no new patient or event information to report.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: section c. Investigation ¿ evaluation: event description: it was reported, prior to a stone removal with choledochoscope, using a ncircle tipless stone extractor, the user opened the package and discovered the basket would not open successfully. Another same type device was used to complete the procedure. The patient reportedly experienced no harm as a result of the issue. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, manufacturing instructions, the instructions for use (IFU), and quality control data. One ncircle tipless stone extractor was returned for investigation. Inspection of the returned device noted: the device was returned with the catheter separated from the hub. Approximately 4 cm of coil was exposed. The separated portion of the catheter was split, twisted, and stretched. The device history record for the lot number provided was reviewed and there were no related non conformances. A database search revealed no other complaints had been reported from the complaint device lot. The product specification for the device was reviewed and found that all extractors are 100% verified to assure the basket opens and closes properly. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of complaint file, device history record, complaint history and quality control documents do not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house are nonconforming. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. The returned device was found to have a basket that was closed and could not be opened due to sheath damage. The sheath of the device was torn and separated at the handle. All devices are inspected multiple times for functionality and damage during manufacturing and quality control checks. The damage likely occurred either during shipping, or from handling when unpacking the device. There was not enough information available to determine which of the two possible causes was most likely. The risk analysis for this failure mode was reviewed, and it was determined that no additional risk mitigating activity is required. The appropriate personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, prior to a stone removal with choledochoscope, using a ncircle tipless stone extractor, the user opened the package and discovered the basket would not open successfully. The issue with this device was discovered prior to making contact with the patient and it was not used. Another same type device was used to complete the procedure. There was no impact to the patient. The patient was reported to bein "good" condition.